Event description:
It was reported that the stretcher's brakes were not working. The unit reportedly can be freely moved with brakes engaged. Additionally steer lock is not operational.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 408 mg/dl and 137 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.